Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon was performing an orif mid foot arthrodesis procedure - right side and was attempting to implant a 3.5 achorage screw, and the screw went through the hole in the plate and proceeded to go all the way through the plate out the back side. Surgeon removed plate and screw and went back in with a new plate and screws and completed the case succesfully and with no delay or adverse consequence to the patient.

Event description:
It was reported that surgeon was performing an orif mid foot arthrodesis procedure - right side and was attempting to implant a 3.5 achorage screw, and the screw went through the hole in the plate and proceeded to go all the way through the plate out the back side. Surgeon removed plate and screw and went back in with a new plate and screws and completed the case succesfully and with no delay or adverse consequence to the patient.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.